Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿no image¿ issue could not be determined, however, the cause was likely the result of damage to the cable or water ingress failure. The event can be prevented by following the instructions for use which state: ¿- precautions against frozen or lost endoscopic images -¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was damage on camera unit. Due to damage on the buttons, the switches could not be pressed down smoothly. Due to damage on the cable unit, water tightness was lost. Because cable unit was twisted, there was noise in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. The issue was found during preparation for use. It was reported that there was no patient harm.